Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer forgot how to program the pump to get setting to rewind. Customer was assisted in accessing the rewind function. Customer had a failed battery test in the alarm history. It was explained that this could be caused by a loose or damaged battery cap. Customer's blood glucose level was 174 mg/dl. Customer inspected the battery compartment and found no damage. Customer inserted a new aaa alkaline battery and did not receive a failed battery test. Customer only has (B)(4) batteries. Customer got confused during battery insertion and got another failed battery test. Customer tried again with a fresh battery and did not get the alarm. Customer was advised to monitor the pump. Customer will be sent a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. Customer also found a no delivery alarm. Customer was also assisted with correcting the time settings. No additional information provided.